Manufacturer narrative:
The device has been requested by baxter for eval but has not yet been received. Should the pump be received for eval, a follow-up report will be filed upon completion of the eval or if additional info becomes available.

Event description:
The facility reported an infusion pump that was involved in an interruption of pt therapy. The nurse was cleaning the air-in-line on channel b when all three channels went into alarm and presented failure code 500 and interrupting pt infusion. The nurse had to disengage the pump and bring in another one to continue therapy. A company representative stated that there was some "potential harm" done. The pump was brought to the biomedical department for assessment. The biomedical engineer could not duplicate the error in the same manner as the nurse. It was noted that the biomedical engineer was only able to duplicate the failure code 500 error by holding the "on" button for more than 60 seconds. No additional info was available.